Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a separated material was observed on anterior view measuring approximately 1.5 x 0.9 cm. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The second product received is a concomitant device, no further analysis is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 7662045, and no non-conformances related to the reported complaint were identified. Manufacturing date: 2018-12-04. Sterilization expiration date: 2023-12-05. Reason for device explant and/or reoperation: rupture. Concomitant products: 480cc mentor smooth round ultra high profile memorygel breast implants catalog: 3505480 lot: 7665595 sn: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation surgery with two 480cc mentor smooth round ultra high profile memorygel breast implants experienced left side rupture intra-operatively. During surgery, the left side implant ruptured after being placed in the funnel by the physician. The implant made contact with the patient. As a result, the patient underwent removal and replacement with two 500cc smooth round high profile mentor memorygel breast implants on (B)(6) 2019. The product was returned for observation on 6/24/2019.

Manufacturer narrative:
Upon further review of this file, it was noted that there were no reported patient consequences or procedural delays. As a result, we have decided to report this event as a malfunction instead of a serious injury. If additional information is received in the future, this file will be updated as applicable. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8/8/2019, mentor became aware that one of the result codes submitted in the initial report was incorrect. Result code 4222 problem of device to self-test should have been replaced with 3252 fracture problem. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 8/8/2019, mentor became aware that the patient code submitted in follow up report # 1 for manufacturer's report number 1645337-2019-16370 did not contain an updated patient code. The patient code should be 2692 - no known impact or consequence to patient. Manufacturer reference number: (B)(4).